Manufacturer narrative:
Evaluation summary: the hand piece was returned with a loose mount. It was tested on a generator and gave an error code 3. The instrument failed the continuity test. The hand piece was disassembled; a torn acoustic isolator was found in the instrument. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during set up for a laparoscopic hysterectomy, the generator received a solid tone. A second handpiece was used to finish the case with no patient consequence.